Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40-60mg/dl). The customer alleged the cause for low bg levels was due to using fiasp insulin. Tandem technical support educated customer on cartridge/insulin labeling and recommended customer to consult with healthcare provider regarding diabetes management. Customer consumed carbohydrates to address bg levels.